Event description:
Left knee effusion (injection site); left knee pain (injection site); synovial fluid culture positive; mrsa infection (left knee); sepsis (fever and blood count dropped); left leg could not be straightened; titanium rod insertion from hip to left ankle; could not walk; left knee swelling (injection site); left leg swelling (ankle, foot, calf); injection was painful. Information was received in 2004 from a consumer's family member regarding a pt, initials gem, with a history of arthritis, meniscal tear in right knee and stent in heart (2003), who experienced adverse events coincident with the use of synvisc: left knee effusion (injection site), left knee pain synovial fluid culture positive, mrsa infection (left knee), sepsis (fever and blood count dropped), left leg could not be straightened, titanium rod insertion from hip to left ankle, could not walk, left knee swelling (injection site), left leg swelling (ankle, foot, calf) and injection was painful. Pt began a treatment with synvisc in 2004. The pt received three injections of synvisc into both knees in 2004. Pt experienced some pain during all 6 injections, but during the 34d injection in the left knee, pt screamed because it was so painful. The physician held them down and finished the injections. In 03/04, pt was in excruciating pain and could not walk up the steps after work. In 2004 pt called the physician but no treatment was recommended. Pt later went to the ER. A doppler study was negative for blood clots. Pt was told to apply ice and was prescribed darvocet (unknown dose) for pain. In 2004 the pain continued and there was some swelling in the knee. The pt contacted the physician again on next day, but again no treatment was given. They returned to the ER and a physician drained 80cc of cloudy fluid that was cultured. Pt was given toradol injection and other unknown pain medications. Pt contacted the physician and was told to come in for an exam in 03/04. The pt went to the ER at another hospital. The hospital obtained the fluid culture results and the results came back positive for methacillin resistant staphylocuccus aureus (mrsa) infection. An emergency "ind" was done. The left knee joint was scraped and cleaned with gentamycin, and a drain was left in the knee. Vancomycin (unknown dose) was started. The pt was in the hospital for 8 days and developed sepsis. An infectious disease md recommended an MRI but the physician refused. The pt spiked a fever several times (unknown temperature). The physician planned to open the knee again 3 times but cancelled the procedure each time for unknown reason. After a physical therapist did passive range of motion exercises for the left knee, the left ankle, foot and calf swelled. The knee was too painful to touch. The left knee had been bent at an angle since 03/2004. The pt was admitted to a hospital in 04./2004, where arthroscopy was performed on the left knee. Their left leg could not be straightened even when pt was under anesthesia. Pt spent 12 days in the hosptail and was discharged in 05/2004. Pt returned to the hospital in 17 days and had spacers put in the left knee. The msra infection had "eaten the entire knee." Their only options were either amputation above the left knee or to have a titanium rod inserted from the hip to the ankle because there was too much damage for knee replacement surgery to be possible. Pt underwent surgery to insert the rod in 05/2004 and was discharged in 05/2004. Pt continued taking vancomycin until 6 months. The reporter stated that the physician did not use gloves when injecting synvisc. Rptr was unsure if the knee was drained prior to any of the injections. There were no gloves worn or any hand washing before or after the exams by the nurses or the physician. Also, the pt's blood count (unknown type) dropped to 7.2 (unknown date), and pt needed a nerve block (unknown date) to relieve the pain in the left knee. At the time of this report, the pt continued to experience knee pain in the left knee. Pt did not experience any adverse events following the synvisc injections in the right knee. MFR's comment: synovial fluid or effusion should be removed before each injection. Investigation results: review of data did not indicate trends that could be associated to any product complaint.